Event description:
It has been reported to co that during prep it was noted that the lumen of this device was occluded. Reportedly, while trying to flush the introducer the physician was unable to do so. There was no pt involvement. The deivce is being returned for co's analysis.